Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "error code 105" alarm was confirmed through an event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The screw m2 x 5mm, and motor sub-assembly were replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrence of an "error code 105" alarm was identified in the event history log. Any patient involvement, injury or medical intervention is unknown since this item was found during evaluation of the device.